Manufacturer narrative:
At the time of this report, the device was not returned for evaluation. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the back part of the handle snapped during a surgical procedure.